Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that part of the stent was protruding from the distal end of the guide catheter and it was severely damaged and pulled over the distal tip. The stent struts were bunched, stretched, distorted, overlapping and misaligned. The balloon body could not be reviewed because of the nature in which the device was returned in, the device was loaded into the guide catheter thus the balloon was covered. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple hypotube kinks on the visible part of the hypotube shaft (the part not covered by the guide catheter). This type of damage is consistent with excessive force being applied to the delivery system. The outer and mid-shaft section of the extrusion could not be reviewed as it was covered by the guide catheter. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the distal circumflex artery. A synergy drug-eluting stent was advanced to treat the target lesion. However, the stent was unable to cross the lesion. Resistance was encountered, the stent got caught up with the other stent that was previously implanted in the proximal part and was dislodged on the stent. An attempted was made to retrieve the stent by normal means but failed to so. All the devices were removed together as one unit and a balloon catheter was advanced and inflated at about 5 atmospheres in an attempt to disengaged the stent from the previously implanted stent. The retrieval was successful and it was noted that the stent was mangled. The vessel was re-wired and the procedure was completed with another stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the distal circumflex artery. A synergy¿ drug-eluting stent was advanced to treat the target lesion. However, the stent was unable to cross the lesion. Resistance was encountered, the stent got caught up with the other stent that was previously implanted in the proximal part and was dislodged on the stent. An attempted was made to retrieve the stent by normal means but failed to so. All the devices were removed together as one unit and a balloon catheter was advanced and inflated at about 5 atmospheres in an attempt to disengaged the stent from the previously implanted stent. The retrieval was successful and it was noted that the stent was mangled. The vessel was re-wired and the procedure was completed with another stent. No patient complications were reported and the patient's status was fine.